Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had high shocking impedances ranging from 100 to 130 ohms. As the impedances had been stable in this range for the last year, boston scientific technical services (ts) recommended increasing the acceptable impedance limit for this patient to 150 ohms. The rv lead and ICD remain in service. No adverse patient effects were reported.